Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer¿s blood glucose was 519 mg/dl. Customer reported that after dinner on saturday blood glucose went up to 519 mg/dl she treated with shot but blood glucose went down fast to 90 mg/dl and pump didn't alarm she was high. Customer states she is trying to get back in auto mode and it keeps asking for blood glucose and she checks blood glucose but it won't go back in auto mode. Insulin pump is not expected to return for analysis.